Event description:
A user facility reported that water from the evis lucera elite colonovideoscope was blocked from going through the unit. The event occurred during maintenance. During a standard service inspection of the customer returned device, foreign debris was found protruding from the air/water nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
During initial inspection of the device ,foreign debris was found protruding from the air/water nozzle. A comprehensive leakage check was completed and no leaks were evident. Upon further evaluation of the device, blockage was noted with the general condition of the outlet pipe and measurement of the air channel volume. In addition, water flow, water removal, and water channel failures were observed. A black fibrous material blockage was present in the air/water nozzle; however, the inspection concluded that the item did not originate from the olympus endoscope. The probable cause of the debris in the air/water channel were due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred due to user mishandling and inappropriate reprocessing. The following is stated in the instructions (IFU) for use which may detect the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Manually cleaning the endoscope and accessories: clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." Olympus will continue to monitor field performance for this device.